Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to a syncopal episode. Review of stored device memory noted several rhythm iq events that resulted in a mode switch from aai to ddd and the presenting electrogram (egm) noted appropriate device function. The cause of syncope was unknown. No additional adverse patient effects were reported. This product remains implanted and in service.